Event description:
It was reported that the patient experience recurring incontinence with a previous artificial urinary sphincter (aus) due to unspecified issues with the device. The previous cuff was removed and replaced with a new 5 cm cuff. No patient complications were reported in relation to this event. Additional information is pertinent as it contributes to the overall understanding of the event.